Manufacturer narrative:
An event regarding allergy reaction involving a trident liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A review of the provided medical records and x-rays by a clinical consultant concluded. Undisturbed further wound healing and patient was discharged from hospital 4-days post reoperation with no remaining symptoms or problems. X-rays confirm adequate position and stable fixation of all components involved. All devices remain to be implanted. Root cause of failure is an adverse combination of patient-related and procedure-related factors regarding a bleeding complication during anticoagulation for thromboembolic prophylaxis 2-days post accolade primary right hip arthroplasty and as such this pi case is not device-related. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. A medical review was provided and it was determined that the cause for the hematoma was not device related. All devices remain implanted. No further investigation is required.

Manufacturer narrative:
Additional devices listed in this report: cat 6021-0335 accolade plus tmzf hip stem #3 lot code 44211801; cat 540-11-52e trident psl ha solid back 52mm lot code 45733701; cat 6570-0-232 delta v-40 ceramic head 32/+4 lot code 46230802. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Event description:
Hematoma after tha.

Event description:
Hematoma after tha.